Manufacturer narrative:
Concomitant medical products: product ID 407652 ((B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2009; product ID 694765 ((B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2009;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed shortness of breath and developed oropharyngeal bleeding. The patient was brought to the emergency department via ambulance. The patient was evaluated and treated for hypotension and possible sepsis with fluids, medications, and oxygen. Due to the patient's complex medical history including treatment for oropharyngeal cancer and consultation with medical care team the patient elected to pursue comfort care and passed away. The patient's cause of death was provided as severe hypotension likely due to blood loss anemia, diuretics, possible sepsis, and hypoxic respiratory failure. The patient is a participant in a clinical study.